Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to difficulty closing the foot and device entrapment may include, but are not limited to, tissue or suture caught in foot, posterior cuff partly deployed in foot. The reported ¿physician heard a crack sound¿ was likely related to the reported break of the device. It is likely that interaction with the noted scar tissue contributed to the reported difficulty inserting the device into the anatomy. The reported subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event is estimated.

Event description:
It was reported when putting the prostyle device into the access site, a lot of scar tissue was noticed. The physician noted the device was difficult to insert. When in the anatomy, the foot plate was opened, but the physician heard a crack sound. The foot plate was then unable to be closed. Therefore, the device had to be surgically removed. An unknown method was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.